Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The up, down and ok keypad buttons reportedly were under-responsive. There was reportedly corrosion in the cartridge compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 09/29/2014 with the following findings: the keypad cover was found to be intact with no peeling. All keypad buttons were found to be responsive. The keypad cover was removed and there was no contamination found under key contacts. The pump case was removed and there was evidence of moisture and contamination found inside pump on the keypad flex cable and on the connector. Unrelated to the complaint, display screen was found to be dim and discolored. Also unrelated to the complaint, there was evidence of moisture and contamination found on underside of battery cap contact. The case seal was found to be leaking during a leak test. There was no evidence of moisture found inside the cartridge compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas but evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.